Manufacturer narrative:
Concomitant medical products: product ID 3898, lot# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported there were impedances greater than 10,000 ohms. The event required hospitalization and explant and replacement of the lead. The physician did note that ¿it was probably not a device deficiency, more a shearing of the electrode between the patient¿s spinous processes which is common.¿ it was unknown if any diagnostics or troubleshooting was performed. The product issue was considered resolved. No patient symptoms or complications were noted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient had a r ecrudescence of pain due to the electrode not functioning.